Event description:
Patient is reported to have died at home un-witnessed approximately 4 years and 3 months post index procedure. The investigator has stated that it is not assessable whether the patient death was related to the study device, study drug or index procedure.

Manufacturer narrative:
(B)(4) result: (death).